Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had the screen black out when the device was booting up. The issue occurred during reprocessing. No delay to a procedure was reported. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint screen blackout was confirmed. Based on the results of the investigation, it is likely due to printed circuit board failure, it is presumed that screen (front panel display) did not turn on. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.